Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: during use on the pt, a strange sound came from device. The surgeon kept using the device. Then some plastic material fell off the tip into the pt's cavity. The piece was retrieved from the pt cavity. A new device was opened and used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
(B)(4).